Manufacturer narrative:
(B)(4)

Event description:
Distributor contact dexcom on 06/28/2016 to report a loss of connection between the transmitter, receiver and smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log confirmed the reported event of loss of connection. A root cause could not be determined.